Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which lead was replaced so both are being reported on. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02922. It was reported that one of the patient's leads was displaying high impedances. As a result, the physician explanted and replaced the lead. Therapy was restored following the procedure.